Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product received for analysis was vcp784d visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on november 10, 2025. The component was identified as product code vcp784d. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with four needle suture combinations and three used needles were received for analysis. The product code is multistrand and should contains eight strands per packet. During the visual inspection of the needle, the swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the four needle suture combinations were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: - could you please provide the lot number? Unk. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at (B)(6) and will be shipped. Please check rmao. Tracking number: (B)(6). - please provide the source or name of person providing answers to follow-up questions: (B)(6). No needle piece fell into the surgical field when the needle was broken. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent a ob-gyn procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown ob-gyn surgery, the needle tip had been broken. No pieces were left inside the patient. It was a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. No needle piece fell into the surgical field when the needle was broken. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.